Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt) has confirmed. Upon investigation the electrode belt did not pass run detect and treat test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief. The root cause for the strained cable was unable to be identified. Investigation underway. (B)(4). There was no adverse event that resulted from the damaged belt.